Event description:
The customer's wife reported via phone all that the customer had an issue with the pump powering off for no reason. Customer's wife wants the pump replaced. Customer was at work with the pump, so the customer's wife was advised to call back to troubleshoot the pump. Customer's wife stated that when they received the new battery cap last month, it seemed to solve the issue of the pump powering off for a couple of weeks. The pump powered off again while the customer was at work early this morning. Customer was advised to revert to a back-up plan or monitor their blood glucose if they decide to continue to use the pump. Customer's wife stated that she told her husband to monitor his blood glucose every 2 hours and to use a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.